Event description:
It was reported patient underwent an anterior crusade ligament reconstruction on (B)(6) 2012. Subsequently, during procedure, the implant became stuck in the tunnel and required the surgeon to remove the implant. They completed the procedure with a competitor's product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important. The potential for success in soft tissue to bone fixation is increased by the selection of the proper type of implant."